Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the second mesh leg assembly was being pulled through the sacrospinous ligament, the suture (with the needle at the end) "popped out of the dilator portion of the [mesh] leg assembly." Reportedly, the suture detached outside of the patient. The physician reportedly completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.